Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited an axially-directed tear. Microscopic examination: further eval using scanning electron microscopy revealed evidence of several surface abrasion, parallel and adjacent to the tear edge. Although the exact cause for the ballon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.

Event description:
The balloon burst below 8 atms.